Event description:
Information received by medtronic indicated that the insulin pump wont turn on. Customer change the battery still insulin pump was blank. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on insulin pump screen. Contacts on battery cap was not missing and damaged. Display return after insulin pump restart. No harm requiring medical intervention was reported. Device will not be return for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.